Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. The reported patient effects of thrombosis and stroke are listed in the xact instructions for use, as known possible complications associated with carotid stenting procedures. A review of the lot history record and corrective action tracking system for the web revealed no exceptions associated with this lot. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient was transferred to another hospital and unspecified treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and moderately calcified lesion in the right inner carotid artery. A 40x8-6mm x-act freestyle stent was deployed; however, the patient suffered a stroke some hours later. An angiogram was performed and thrombosis in the stent was confirmed. It is unknown how the thrombosis was treated. The patient was discharged home. No additional information was provided.